Event description:
Reporting status: death. Reporting rationale: myocardial infraction; subsequent death. Device issue: no malfunction has been reported. It was reported that via a trial, the patient had a promus stent implanted in 2008; however, two months later, the patient suffered a myocardial infarction and died. The cause of death was myocardial infraction, definitely related to the study device. The patient was taking aspirin and plavix at the time of the event. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as distributor distributes promus in the us as its brand label of abbott vascular's drug eluting stent.